Manufacturer narrative:
Evaluation summary: the hawkone was returned for evaluation with the cutter driver attached. No other ancillary devices were included. The hawkone was removed and inspected. The housing showed damage on the same plane as the cutter window. Under microscope, a hole in the tecothane of the housing assembly was observed. The guidewire tubing of the distal assembly was inspected under microscope and no damages or anomalies were found that would appear to have contributed to loading or tracking difficulty. Functional testing: a spider fx from the lab was used for testing purposes. The hawkone was able to load onto the capture wire of the spider fx with no experienced resistance. The customer provided two photos from the procedure. The first photo shows an individual hosing the hawkone distal flush tool (dft) in one hand and the other hand holding the distal rotating tip. The dft was located over the distal end of the torque shaft. The cutter window of the distal assembly was located within the black duck billed valve of the dft and was not visible. The housing of the distal assembly, outside of the dft was bent at an approximate 90-degree angle by the individual holding the hawkone. The damage to the housing shows tissue protruding out from the area of the suspected hole. The second photo evaluated shows a spider fx filter assembly loaded inside introducer sheath. The distal end of the introducer showed the filter assembly of the spider fx exposed. No damage to the spider fx was observed. The filter showed tissue captured within the basket of the filter. The picture also shows needle nose tweezers with apparent tissue at the end tips. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a hawkone to treat a moderately calcified fibrous lesion with 80% stenosis in the proximal superficial femoral artery. Artery diameter and lesion length were 7mm and 17mm respectively. Physician used a 6fr non-medtronic sheath and a spiderfx. IFU was followed, and the device was prepped without issue. The vessel was not pre-dilated. It was reported that the device was being removed from the sheath when the physician and the technician noted that the nosecone was kinked and appeared to be torn open. There was an angiogram preformed and slow flow was noted along with a full spiderfx filter. No plaque embolised in the patient. The procedure was completed using a balloon device for post dilation. No patient injury was reported.